Event description:
The home pt (hp) reported feeling abdominal pain, as if they were overfilled, during fill 1 using the homechoice cycler for apd therapy. The hp had received a "low drain volume" alarm during the initial drain after approx 4ml was drained. The hp had an estimated 2500ml in their peritoneum at the time of the alarm. The alarm was bypassed and therapy advanced into fill 1. The hp received 2030ml of the programmed fill volume of 2500ml when they felt overfilled. The hp bypassed the remainder of fill, advanced therapy into dwell and then performed a manual drain until they felt comfortable, removing 1273ml. The hp performed a second manual drain approx 30 minutes later, removing an additional 1173ml of fluid. The hp relates that they felt residual abdominal discomfort for the remainder of the apd therapy. Follow up with hp's healthcare professional (hcp) revealed the hp felt abdominal soreness for the next 24 hours but has since fully recovered. According to the hcp, there was no sustaining pt injury or medical intervention.